Manufacturer narrative:
Corrected code added to h6 should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, photos of the sample were provided for evaluation. The visual inspection showed that the cone of the access male luer lock was broken. The reported condition was verified. The cause was design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone number:  (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set c, air bubbles were observed and the arterial luer connector was observed to be cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.